Manufacturer narrative:
Additional, changed, and/or corrected data: b6, b7, h6.

Event description:
Healthcare professional reported left side no complaint against left device. Patient later reported "capsuled and leaking" and there were "cracks" in the material around the implant". The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings assessed as fold flaw opening and surgical impact opening. As per the investigation procedures, creases, wear abrasion and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side no complaint against left device. Patient later reported "capsuled and leaking" and there were "cracks" in the material around the implant". The device has been explanted and replaced with non-abbvie device.